Event description:
Same case as 6000093-2007-01378. It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture occurred. The physician placed a taxus express2 2.5x20mm drug eluting stent to the 90% stenosed lesion located in the mildly calcified, moderately tortuous, proximal to mid circumflex (cx) artery. The lesion was pre-dilated successfully using a non bsc 2.5x20mm balloon, however, the stent delivery system balloon ruptured at 8 atms. A quantum maverick 2.5x20mm balloon was then used for post dilatation, but ruptured at 18-20 atms on the second inflation. A non bsc balloon ruptured as well. Another non bsc 2.5x20mm balloon successfully dilated at 20 atms. No patient complications were reported. Patient status post procedure is noted as good.